Event description:
It was reported, the patient¿s device had been off for 3-4 days and when they turned it on, they were ¿zapped.¿ the patient noted having gone through security gates at different locations recently and stated that ¿this could have been why it was turned off.¿ the patient went to check their settings, and they did not know what changed, but it started ¿zapping¿ the bladder. It was noted that if the device was off and the patient turns it on and ¿ramps¿ up the setting, it could create an undesirable sensation. The patient indicated that¿s ¿what she thinks might have occurred.¿ when trying to communicate with the device, the patient kept getting the ¿question mark.¿ the patient was unable to adjust stimulation. When using just the programmer, the patient was able to connect. They were on program 4 at 1.7v with lightning bolt ¿because the 2.2v was zapping on.¿ the sensation at 1.7v was uncomfortable, so the patient decreased to 1.4v, which was better. Stimulation was ¿noticeable,¿ but not painful now that it had been decreased. Regarding the device being off, the patient indicated that it could not have been off for that long, or they feel like they would have had symptoms. They were getting symptom relief and did not have any bladder problems. Prior to the date of the report, the patient wasn¿t sure when last time they felt stimulation was. They have had the implant for two years and after 2-3 months they had gotten use to the sensation and didn¿t bother her at all. The patient had been at 2.2v for the last year and ¿hasn¿t had one issue with it.¿ it was later noted, the patient had received assistance from their doctor or manufacturer representative and their concerns were resolved. An appointment on 2014 (B)(6) was noted. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# v962972, implanted: 2012 (B)(6); product type lead. (B)(4).